Event description:
It was reported that the holster was sent to them for repair because of green cable errors, loose connections. It was not noted if the issue occurred during a procedure. There was no patient consequence reported. There was no further information available.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was received at the international service center. Based upon the inquiry information received visual and functional examination, the unit was found to require: unit calibrated, unit modified according to guideline of manufacturer, defective fastening material exchanged, and defective translational cable replaced. The device history record has been reviewed via the database. The unit has passed all qa inspections. The unit has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.